Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty system interconnect flex cable. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
During functional testing at zoll's technical service department, the device's display was inverted. The device displayed a "system fault 36" message and did not power on with ac power. There was no patient involvement during the malfunction.